Event description:
The customer reported to olympus the evis exera ii gastrointestinal videoscope nozzle is clogged with foreign material. The reported issue was uncovered during reprocessing prior to use for an unknown diagnostic procedure. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was unidentified foreign material clogging the nozzle. Due to this clog, water removability and air flow did not meet the standard value. This finding was likely caused by mishandling of the device. Upon further inspection, it was observed that the charge-coupled device cover lens had discoloration. It was also observed that the light guide bundle had fiber breaking. It was observed that the plastic distal end cover was chipped. It was also observed that the adhesive of the bending section cover was cracked. It was observed that the connecting tube had a scratched pocket-pouch. It was also observed that the paint on the air/water nut is peeled off. It was observed that there is a gap in the protector. It was also observed that the angulation knob in all directions were less than the standard value. Also, the play knob in all directions did not meet the standard value. It was observed that there was no break engagement during angulation. It was also observed that the image was grainy due to damage to the charge-coupled device unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material in the nozzle could not be identified and definitive root cause of the issue could not be determined, as there was not device deformation that might contribute to the retention of foreign material and no additional facility device reprocessing information was reported or available, however, it is likely that the issue was the result of insufficient device cleaning /reprocessing. The event may be detected/prevented by following the instructions for use sections below: evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection shows how to detect the event. Evis exera ii gif/cf type 165 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures shows how to prevent the event. Olympus will continue to monitor field performance for this device.